Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher sensor scan result compared to an unspecified reading obtained on the competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as dizziness and shaking and self-treated by consuming glucose for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scan results of 375 and 370 mg/dl was compared to an competitor brand meter results of 181 and 110 mg/dl. The length of sensor wear was for 13 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.